Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 440 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 380 mg/dl when her actual blood glucose level was 440 mg/dl. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. The customer also had received a calibration error, and it was stated that the first sensor did not stick. The customer declined troubleshooting. Advised that replacement sensors would be sent. Nothing further reported.